Event description:
Connection issues during the implantation procedure; therefore the device was not implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connection system of the pacemaker functions as specified with the returned screwdriver, in spite of the identified damage to the atrial set-screw. The damage to this set-screw is consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated in figure 7. Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the set-screw cavities. As indicated in the physician manual supplied with the device, the physician is instructed to insert the screwdriver into the pre-inserted socket-head screw, prior to tightening.